Event description:
Patient presented in emergency room after receiving inappropriate therapies. Externalized conductors were observed. Noise was also noted. Lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.0cm-16.3cm from distal tip. Etfe coating was intact. Internal insulation abrasions were found at 7.3-7.4cm, 8.0-8.9cm, and 9.6-11.7cm from distal tip. Etfe coating was intact. Internal insulation abrasion found at 13.1-14.3cm from distal end; rv cable lumen was abraded and could make contact with inner coil to produce noise. Internal insulation abrasion was found under svc shock coil at 23.5-23.7cm from distal tip. Etfe coating was intact.